Event description:
It was reported that during a procedure this implantable cardioverter defibrillator (ICD) administered a shock with a magnet in place. There were no beeping tones observed. Technical services (ts) was consulted to have the device evaluated. At this time, the ICD remains in-service. No additional adverse patient effects were reported.